Event description:
It was reported that cgm displayed error 42 while in use with pump and caller sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, cgm error did not recur after reset, and patient resumed insulin with pump working properly, with no additional information received regarding any further events.